Event description:
A healthcare provider reported that a patients recharging system was malfunctioning. It was confirmed by the patient that they have a boston scientific spinal cord stimulation system. The healthcare provider and patient were directed to contact boston scientific directly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).